Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced air bubbles. The following information was provided by the initial reporter: the two catheters had the same issue during our ozone treatment causing a lot of bubbles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-mar-2023 . H6: investigation summary: our quality engineer inspected the 23 samples and 2 photos submitted for evaluation. The reported issue of air bubbles / air in line was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no abnormalities or damages to the samples. The samples were tested for the reported defect and all of the samples passed testing. Bd could not determine a root cause since the reported defect was not confirmed during the sample evaluations. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced air bubbles. The following information was provided by the initial reporter: the two catheters had the same issue during our ozone treatment causing a lot of bubbles.